Event description:
It was reported that during a colon resection procedure, there were unformed staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). The analysis results found that the tlc55 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.